Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon therapy was being inserted into a patient who presented with cardiogenic shock and was assisted by continuous ECMO. When inserting the guidewire, the customer met resistance 20cm in. The guidewire was removed and attempted to insert again. After removing the guidewire again, it was noted that the front end of it was significantly bent. This resulted in significant bleeding at the puncture, which increases the risk of infection. The insertion site did not require sutures or a surgical intervention to repair after the removal of the bent guidewire. Another manufacturer's guidewire was then used to insert to iab successfully and therapy was provided.

Manufacturer narrative:
The 0.025¿ guide wire was returned inside the protective tubing without any visible blood. The guide wire was observed to be bent approximately 5.8cm from the j-tip. The iab was not returned for evaluation. A photo was also provided and reviewed. The evaluation confirms the reported problems. The bent guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the damage occurred because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).